Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm abdominal aortic aneurysm. 20% circumferential thrombus and 2% circumferential calcium were noted at the sealing zone. It was reported that there was a type ia endoleak at the end of the index procedure. Nine aptus endoanchors were placed; however, the event reportedly did not resolve and no further treatment was done. The patient was discharged and sent home. The investigator assessed the event to be related to the index procure. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
During review it was determined the event is not reportable.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.